Manufacturer narrative:
The product investigation is underway. The device history record review of the manufacturing lot was performed and there were no discrepancies or unusual findings related to the reported issue. Glare and halos are listed in the device labeling as known potential risks. Complaint reference number: (B)(4).

Event description:
The patient underwent uneventful implantation of the raindrop corneal inlay in the left eye on (B)(6) 2016. The inlay was explanted on (B)(6) , 2017 due to moderate-to-significant glare and halos. At last examination one day post explant, the visual symptoms had improved.